Event description:
The tech alleged the cardio pulmonary resuscitation is not functioning. No pt impact.

Manufacturer narrative:
The tech found a blockage inside the hydraulic manifold. The tech replaced the hydraulic manifold to resolve the issue.